Event description:
Customer noticed a pt tube barcode was duplicated with the same pt identification number in a rack on the summary pt report. Stopped run and no incorrect pt results were reported out. No serious injury or adverse events were reported out. Customer was aware of medical device correction notice regarding potential barcode duplication.